Event description:
Contralateral iliac leg graft was inadvertently deployed in the limb of the main body graft with a 3/4 to 1 stent body above the aortic bifurcation. As a result of the high deployment, the landing zone of the graft had been compromised. An iliac leg extension was deployed distal to the contralateral leg graft, providing additional length to land the graft at an optimal location to achieve an adequate seal in the vessel. Ipsilateral leg graft was then deployed as planned. An iliac leg extension was deployed into the ipsilateral limb of the main body graft at a height to provide support to the portion of the contralateral leg above the bifurcation, preventing a potential occlusion of the limb. During the completion angiogram, a sizing catheter was advanced into the main body graft, detecting a proximal type I endoleak. During withdrawal of the catheter, the device caught on a suprarenal stent, pulling the strut downward and away from the vessel. Subsequent attempts to release the catheter resulted in the catheter becoming lodged between the graft and the vessel wall. When the catheter was eventually removed, the distal segment of the catheter, with eight marker bands still remain lodged within the main body graft. The separated segment appeared to be held stationary within the endovascular graft. The type I endoleak appeared to have embolized. A portion of the catheter segment was left in the pt. No interventional measures were performed to remove the separated catheter. No endoleaks were observed at the conclusion of the procedure. Please refer to 1820334-2004-00470 for additional info.